Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 2.25 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was found out that the proximal edge of the stent was slightly lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported.